Event description:
It was reported that the zimmer skin graft mesher was skipping. Customer f/u communication found no pt harm occurred in this incident.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 9 yrs old and the last time in for repair was 06/02/2011. The inspection found that the ratchet was unable to rotate. Further inspection found that the ratchet was assembled backwards and would not allow the gear to advance. The side plates and roller were damaged; however, the calibration was in specifications. The cause is most likely due to the user not maintaining the device per preventative maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.